Manufacturer narrative:
Caridianbct internal ref: heat (B)(4). Investigation, eval and corrective actions are in process. A f/u report will be provided.

Event description:
The customer reported that on two separate events, during red blood cell exchange procedures, the procedure had just started to return fluid to the pt when a leakage was noted at the plastic connection slightly above the proximal part to the pt. The pt had an approximate blood loss of 36-40 ml, which was discarded in the blood warmer tubing. Pt weight is not available at this time. The second event noted above is reported on MFR report # 1722028-2011-00477. It is unk at this time if the disposable set is available to be returned for eval. Ref (B)(4).